Event description:
The user facility reported that during two separate transurethral resection of prostate (turp) procedures a piece of the resection electrode broke off inside the pt and had to be retrieved. The user further reported that the resection electrodes used during these two procedures were new.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add¿l info regarding the reported events, and was informed that both procedures were performed by the same physician in two different rooms. During the second procedure, the user was performing a transurethral resection of prostate when a piece of the resection electrode came loose inside the pt, the electrode was removed and the electrode piece was retrieved with the use of a grasping forceps. The electrode was not returned to olympus for eval, as the device was discarded following the procedure. The procedure was completed with a different electrode and no further issue reported. There was no pt injury reported. The exact cause of the user¿s experience could not be conclusively determined. If add¿l info is received at a later date, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. This is two of two reports: cross reference MFR. Report number: 9610773-2012-00012.